Event description:
A malfunction alarm, identified as alarm 20, was reported during the pumping process. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by loading a new cartridge each time and confirmed proper loading technique was used consistently. Technical support assisted by ensuring the customer could successfully load a cartridge and resume insulin therapy. However, the issue occurred multiple times over the last week.